Manufacturer narrative:
Concomitant medical product/s: 64082 64082 barrx 360 express rfa balloon cath lot #:f2516299x. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the consultant intubated and positioned the catheter and started the procedure. It inflated to 30mm in proximal esophagus and tone changed on generator as usual. Clinician decided to deflate with no ablation as was worried about laceration because 30mm was a very unusually wide measurement. Mild laceration had occurred. Moved to mid/lower esophagus and inflated to 33mm and ablated. No error message. Moved to goj (gastro oesophageal junction), did not notice size, but inflated and ablated. When deflated, noticed deep laceration. Did not apply any therapy as excluded perforation. Procedure was then abandoned due to deep laceration and patient in significant discomfort. Patient received two ablations, but the clinician was not able to ablate all of the esophagus tissue. There were no loose components. Patient was well and had no consequences from the lacerations. No medical intervention was necessary.